Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hearing his implantable cardioverter defibrillator (ICD) magnet tone at various times. The patient had discussed hearing the tone with his physician. Follow-up with the patient¿s physician was attempted and was unsuccessful. The ICD remains in use. No patient complications have been reported as a result of this event.